Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the blinking light was caused by a faulty turret motor. However, the specific cause of the faulty turret motor could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. The green light on the power button blinks. An additional issue with the high intensity mode was not achieved due to the detection of wear on the lever, was identified during the device evaluation. As a result of the inspection, it was confirmed that there was no abnormality with the otv-s7pro camera head. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the visera pro xenon light source, while being used in combination with the otv-s7pro camera head, presented with a front panel blinking error. There were no reports of patient harm.